Event description:
It was reported that a patient underwent an ablation procedure with a decanav catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. Effusion was considered to have originated from the right ventricle and decanav catheter was placed in the right ventricle. Hemostasis was achieved; however, a drain tube was inserted as a precaution, and the patient left the catheter room under mechanical ventilator management. There was no biosense webster product error. The physician's opinions on the relationship between the event and the product is that the cause was unintended tension applied to the decanav catheter that had been placed in the right ventricle during advancement from the groin. There were no abnormalities observed prior to or during use of the product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Pthis report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).